Event description:
Reporter alleged obtaining discrepant blood glucose values of 255 mg/dl back to back with a result of 95 mg/dl on his compact system when testing was performed within 5 minutes. Reporter stated, the comparison was performed on his system during a routine dr appointment. No actions were reported taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.